Event description:
It was reported that the system 7 sternum saw was leaking an unknown substance during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 7 sternum saw was leaking an unknown substance during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, leaking, was not confirmed. During the inspection the service technician and diagnostic engineer were not able to observe the reported comment, and the device met all qip and performance specifications regarding the reported event. There was no failure found. The device was not repaired but returned to the customer.